Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. The device had evidence of physical damage.

Event description:
The manufacturer received information alleging an issue with a ventilator's pressure delivery. There was no harm or injury reported.